Event description:
Related manufacturer report number:1627487-2023-05701. It was reported that the patient was experiencing ineffective relief from their scs cervical leads. It was noted that the patient's leads had high impedance on 14 of the available 16 lead contacts. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
It was reported to abbott, a patient had high impedance on both cervical leads. The patient underwent a revision where both leads were replaced. There were no complications. Therapy was to be turned on at the post op appointment. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.